Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during inflation of the balloon guide catheter (subject device) inside the patient, the balloon burst. There were no medical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Information from the complaint indicated that no anomalies were noted to the device prior to use. Based on the information available and considering that the device was not returned, the exact cause for the reported event cannot be determined

Event description:
It was reported that during inflation of the balloon guide catheter (subject device) inside the patient, the balloon burst. There were no medical consequences to the patient.